Event description:
Adverse event: induced astigmatism. A surgeon reported a pt with a decentration following refractive surgery. During a follow-up conversation, the surgeon stated a recent review of this case showed a well centered treatment profile, but the pt did show an increase in cylinder. The surgeon also stated there was no concern of harm or injury for this pt.

Manufacturer narrative:
Determination of root cause: assessment: log file review was not possible because the site did not provide the date of surgery for this pt. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because the site did not provided any pt specific info including pt records. However, upon telephone conversation with the surgeon, it was indicated that further review of orbscans demonstrated a well centered treatment profile. Nonetheless, an increase in cylinder was reported from 0.75d preoperatively to 1.50d postoperatively at a different axis. The doctor then indicated this "was not a concern" as she "is in the process of developing a nomogram which will allow her to refine cylinder treatments." The doctor declined to provide clinical records and had also indicated the pt was not harmed or injured by the reported event. Induced astigmatism refers to the presence of post-operative astigmatism greater than the amount present pre-operatively or now present in the opposite axis. According to literature, possible causes of induced astigmatism include, but are not limited to, inaccurate orientation of the ablation profile because of inadequate preoperative eval or feeding incorrect data into the laser, flap retraction towards the hinge, poor alignment, flap wound healing, and other surgical techniques including attention to detail in instrumentation and postoperative care. Based on the limited info provided, the severity was determined to be moderate. Conclusion: based on the results of the investigation, the root cause of the induced astigmatism cannot be determined. However, the non-product related factors mentioned above may have been contributors. (B) (4)